Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the motor drive unit was bogging down. The case was successfully completed with a second motor drive unit with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/16/2007. Conclusion: the actual device involved in this event was returned for evaluation. The functional evaluation could not duplicate the reported complaint symptom. The unit functioned as required with the test handpiece and the torque stall.